Event description:
It was reported that electrodes 4-7 were showing high impedances. It was noted that the patient had 2 1x4 leads to an extension and 1x4 adaptor. It was reported that the system was replaced. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a, lot# l17470, implanted: (B)(6) 1989, explanted: product type lead product ID 3487a lot# l17470 serial# implanted: (B)(6) 1989, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. (B)(4).